Manufacturer narrative:
Device not returned.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Attempts were made to contact the surgeon by email for additional information and return of product for evaluation on 05/11/2009 and 05/18/2009. At 08/05/2009, there has been no response from the surgeon. This was determined reportable per edwards lifesciences procedures.

Event description:
It was reported that the device was explanted after a implant duration of zero days, due to unknown reasons. No further details were provided. Information learned from implant patient registry.